Event description:
Hill-rom received a report from the account stating the siderail was not latching. The bed was located at the account in room 215. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the center arm assembly damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 and 2011. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm assembly to resolve the issue. Based on this information, no further action is required.